Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, damage to the insulin pump and a rewind anomaly. The customer reported no adverse events. The event involved product(s) mmt-1885. The troubleshooting was performed and the customer reported that the pump was exposed to moisture and fluid was present in the reservoir compartment. Damage was reported to the reservoir compartment or pump case. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. Rewind functioned properly during testing. The pump was cut open to perform a visual inspection. Moisture damage was found on the motor assembly, motor slide, motor home switch, and pcba 1. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked down arrow button keypad overlay. Rewind anomaly is not confirmed. Rewind operation functioned properly during testing. Cracked keypad overlay is confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.